Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy procedure performed at the ge junction. According to the complainant, during the procedure, the needle would not initially retract while inside the of patient. The user reported that the scope was not in a retroflex position and the needle was able to be retracted prior to withdrawal from the scope. The procedure was completed with this injection gold probe device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. Device (B)(4) relates to (B)(4) for the reported event of needle failing to retract. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.